Manufacturer narrative:
Insulin pump received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Pump received with broken battery tube thread and cracked case battery tube. The test reservoir stay locked in place noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked and battery compartment was fell off. Customer stated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.